Manufacturer narrative:
Additional information will be provided as received.

Event description:
It was reported that patient have ipg replacement scheduled for unknown reason. No additional information was available.

Manufacturer narrative:
The ipg was functionally tested and passed all testing. The field scenario was recreated to address the issue of heating. The ipg met the product requirement specification for heat generation during use.

Event description:
Additional information received that patient experienced heating at pocket site when its off. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.